Manufacturer narrative:
(B)(4). The user interface module (uim) was sent to the vyaire service dept. And evaluated. The service dept. Duplicated the problem reported by the customer. The (uim) was repaired, tested and confirmed it passed all testing and met all vyaire manufacturer specifications. The device was returned to the customer.

Event description:
It was reported to vyaire that the avea ventilator user interface module (uim) touchscreen was blank on start-up. There was no patient involvement associated with this event.